Event description:
Home patient reports leak in cassette of homechoice set. Leak was noted when home patient was troubleshooting an alarm situation in prime, prior to connection. Home patient noted moisture inside machine door. Home patient discontinued treatment and reports no pt injury and no medical intervention.